Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar guidewire was intended to be used in a moderately tortuous side [vein] branch off a main coronary sinus. No damage was noted to packaging. No issues were noted to the device when removing from the packaging. The device inspected and prepped with no issue noted. The wire tip was not formed by the physician. This guidewire was used during the placement of a medtronic 4598-88 attain performa's lead. No resistance was encountered when advancing the wire. Excessive force was not used. The otw lead was advanced over the wire, and the wire separated from the tip, leaving the tip behind in the patient's venous anatomy, during attempted withdrawal from the lead. The wire was not torqued excessively during the implant process but once the physician realized that the guidewire was ¿stuck¿, a torque device was affixed and an attempt was made to torque the wire out, at which point it broke free. The lead was successfully implanted. No attempts were made to retrieve the detached portion as it was distal to the implanted lv lead and deep inside of a side branch. No additional patient clinical sequelae reported.

Manufacturer narrative:
Image review: a still cine image received shows what appears to be a piece of the broken wire left in the patient.